Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the patient is fine but the metal tip was missing on removal of the laser. Have made attempts with the account to gain additional information. They have been unresponsive. No medical intervention reported.

Manufacturer narrative:
7 units of varilase fibers were returned. None of the units were identified with respect to their complaint number. Each unit returned was bagged in the pouch containing its respective lot number. Blood particulates were noted on all the units. The units were individually decontaminated and inspected. Out of the 7 units, the following unit was associated to this MDR based on the lot number during complaint intake: one unit of varilase fiber was returned. The tip was observed to be separated. The separated tip was in 2 pieces. The pieces measured approximately 9mm. An empty pouch of the introducer sheath was returned. No other damages observed. The device history records were reviewed. There are no nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. The event description states that the metal tip was missing on the removal of the laser the damages are likely to have occurred during use in the procedure. Per IFU, states the following precautions exercise care in handling of the vari-lase platinum bright tip laser fiber during a procedure to reduce the possibility of accidental breakage, bending or kinking. Never advance or withdraw an endovascular device against resistance until the cause of the resistance is determined. Movement of the endovascular device against resistance may result in damage to the laser fiber or vessel perforation. Use of excessive energy or incorrect positioning of the fiber relative to the sheath has been reported to compromise the integrity of the laser fiber and/or sheath and may result in fragments of a device remaining in the patient or a burn injury additional information was requested from the account. No response was received. It is likely that the damages noted on the fibers indicate the fiber being subjected to excessive energy and/or operation against resistance. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.